Manufacturer narrative:
The approximate age of the device is 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 8 months post-implant, it was reported that the patient was admitted to the hospital due to a decrease in mobility and function of daily activities. An echocardiogram showed the aortic valve was opening regularly and a CT scan showed a kink in the outflow graft. Laboratory tests were indicated an increase in hemolysis parameters; therefore, a pump exchange was performed. It was reported that during the pump exchange, the kink in the outflow graft was confirmed. After the explant of the inflow conduit, a hypertrophic trabeculae and myocardium was noted and was believed to have partially obstructed the inflow conduit. No additional information was provided.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the device. Additionally, the report of a kink in the sealed outflow graft was confirmed by a photograph provided by the account. The device was returned assembled with the driveline cut approximately 2.5 inches from the pump housing and approximately 28.5 inches of the distal portion of the driveline was also returned. The sealed inflow conduit (inlet tube, flex section and inlet elbow) was returned detached from the pump's inlet port. The sealed outflow graft bend relief was also returned detached from the device. The sealed outflow graft and the outflow elbow were returned attached to the pump¿s outlet port. Analysis of the sealed inflow conduit, the sealed outflow graft, and the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the rotor inlet upon disassembly of the device revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while the device was supporting the patient. Further analysis of the disassembled pump revealed flat, non-laminated, tissue-like depositions on the body of the rotor. Areas of these depositions were hard and denatured, indicating that they were present while the pump was in use, but may have originally formed elsewhere. Finally, evaluation of the proximal side of the outlet stator revealed a deposition surrounding the bearing ball. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. While the origin of this deposition could not be determined, the contact marks observed at the distal end of the rotor suggest that it was present while the pump was supporting the patient. Although a root cause for the development of the observed depositions could not conclusively be determined through this evaluation, they could have contributed to the patient's hemolysis. Furthermore, while a correlation between these depositions and the confirmed kink in the sealed outflow graft could not definitively be established, disruptions to the flow of blood through the device can lead to poor surface washing, ultimately resulting in thrombi. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.